Event description:
Pain experienced since essure procedure in 2007, reported on (B)(6) 2010. Follow up confirmed that salpingectomy was performed on pt. Date of salpingectomy is unk but the confirmation of procedure was provided on (B)(6) 2010. Medical opinion of the physician is that the essure micro-inserts were likely responsible for pt's symptoms. Physician to have f/u in 3 weeks with pt and will evaluate her symptoms at that time.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.